Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: defib conductor fracture (overstress); the analyst noted that both defib coils were fractured, apparently at explant; partial lead in segments returned and analyzed. It was reported that the rv lead was partially capped following an unexpected office visit due to patient alert alarms going off for high lead impedance. Oversensing was also observed, but no shocks were delivered as a result. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure. No conclusion can be drawn impedance, high oversensing.

Event description:
It was reported that the rv lead was partially capped following an unexpected office visit due to patient alert alarms going off for high lead impedance. Oversensing was also observed, but no shocks were delivered as a result. No patient complications were reported as a result of this event.

Event description:
It was reported that the rv lead was partially capped following an unexpected office visit due to patient alert alarms going off for high lead impedance. Oversensing was also observed, but no shocks were delivered as a result. No patient complications were reported as a result of this event. Further information from an attorney alleged the patient suffered physical and other injury, and experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective lead. The attorney further alleged the patient sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: defib conductor fracture (overstress); the analyst noted that both defib coils were fractured, apparently at explant; partial lead in segments returned and analyzed.